Manufacturer narrative:
Ps53296. This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. The breathing circuit was not available for eval because it had been discarded by the hospital. An investigation was conducted based on the info provided and our knowledge of similar complaints. A fisher & paykel healthcare (fph) rep carried out a site visit with the hospital to inspect the ventilator setups in use. Results: if the temperature probe is not inserted correctly this could lead to incorrect temperature or flow readings. Conclusions: condensate in the humidification system is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. During the site visit, the fph rep noted that the temperature probe was not inserted properly in the temperature port, which could have contributed to the formation of condensate. Our user instructions state, the probes must be "correctly and securely fitted". He suggested some adjustments to the ventilation setup to reduce the amount of condensate in the system. Since the site visit, the hospital has not reported any further problems with condensation.

Event description:
A hospital in (B)(6) reported that excessive condensation in the expiratory limb of an rt200 adult breathing circuit while in use with an mr850 humidifier caused the pb740 ventilator to alarm. The pt experienced some polypnea. The circuit had to be disconnected to remove the condensate. The hospital did not indicate the severity of the polypnea experienced but did not report any adverse outcome for the pt.